Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient said hertrial procedure helped. The patient said the real pump implant relief was not the same. The patient said she had an appointment the following week because she did not think the pump was set right. The patient said she was not getting pain relief since implant. The patient did not feel any different when she gets a successful bolus. The patient said she should get five boluses a day, but she did not use that many. The patient asked about longevity and how the personal therapy manager (ptm) works. No further complications were reported.